Manufacturer narrative:
G2: country of event - south korea. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient (B)(4). It was reported that, there was cage migration and anterolisthesis was observed. Patient had leg pain, and revision surgery was performed, cage was repositioned. A cage was inserted during the oblique lumbar interbody fusion surgery, and migration of the cage was observed in the post-operative magnetic resonance imaging. Investigator assessment states, the adverse event was not related to procedure, infuse, other devices nor underlying condition or disease. Sponsor assessment states, causally related to the devices/components other than infuse, possible related to procedure and device. Outcome of the adverse event was recovered/resolved on (B)(6)2024. There were no further complications reported regarding the event.